Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the inner sheath had a damaged ceramic tip. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 9610773-2024-02537 (patient identifier: (B)(6)). Refer to this file for supplemental information related to this event.